Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer reports that upon examination of the tenkhoff catheter it appeared that the adapter was wearing a potential tear in the catheter. The nurses cut the damaged area away and a new adapter and transfer line were attached. The pt then received intraperitoneal antibiotics for prophylactic coverage.